Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for intractable spasticity. It was reported that the patient had a non-critical alarm on (B)(6) 2026 and when the pump was read, it showed error code 95, indicating that a non-critical memory error occurred. Technical services reviewed the meaning of the message. The hcp updated the pump and reinterrogated and the message did not come up again. The hcp also stated that code 237 occurred on the clinician tablet. Technical services reviewed that code meaning was the same as code 95 on the personal therapy manager (ptm). Additional information received indicated that the pump memory error was logged on (B)(6) 2026. At this time, the patient¿s pump began alarming every hour. The alarm/error message had resolved when the hcp interrogated the pump; the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.